Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers: h12k07108 and h12l11025. No issues noted during the manufacturing process. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for peritonitis. The cause of the peritonitis was unknown. Treatment was unknown. Pd therapy was discontinued and the patient was switched to hemodialysis. The patient was still hospitalized but recovering from this event. No further information was provided. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.